Manufacturer narrative:
Product complaint #(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3, d3, h6 type of investigation. Additional information: h6 health effect - clinical code. Additional information was requested, and the following was obtained: cystectomy operation (B)(6) 2025, reoperation (B)(6) 2025. The patient was reopened for wound deisence. After undergoing cystectomy surgery. Open surgery. Psychiatric patient who during the night post internvent had particularly strange movements that may have compromised scar outcome of the fascia. The suture was applied according to indications in both the de tab fixation and the two-point-of- return key. No other clinical observation regarding the possible. Desiccency in the post-operative pathway. In the reoperation the sututa was taglaita to reopen and it appeared that the fins had tegluzzato intestine (small) which was partly removed. The clinician has been using the product for a long time and there have been no such cases. We don't have the lot number and no material has been returned to us. The name of the clinical dr. (B)(6).

Event description:
It was reported that a patient underwent a cystectomy on an unknown date and a barbed suture was used. Post-op, the patient experienced an abdominal fascial dehiscence. The patient required a revision surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated this event? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: g1.